Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output. The lead was capped during a downgrade to a dual chamber defibrillator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.